Event description:
It was reported that during an a-fib procedure, the bs and cs signals disappeared on both carto and ep recording systems. The system was rebooted and both signals were seen temporarily but disappeared again. The physician disconnected the lasso 2515 nav variable catheter and all the ECG signals re-appeared. A new lasso 2515 nav variable catheter was connected and all ECG's were present. According to the facility contact, the lasso catheter was not replaced right away since the ep med system also had a loose connection so signals were going in and out. Case was completed successfully with no patient consequence. The initial complaint information provided was not indicative of a reportable malfunction. Upon further follow-up, biosense webster became aware of the disappearance of all signals on both carto and ep recording systems, making it a reportable malfunction, on (B)(6) 2011.

Manufacturer narrative:
Bwi field service engineer was not contacted since the issue was resolved by replacing the lasso 2515 nav variable catheter. Bwi concomitant product: carto 3 system, us cat num: m480001 serial number: (B)(4). (B)(4). The catheter was electrically tested and it meets specifications. Visual inspection revealed that the spine cover has a wrinkle condition and ring #20 was squashed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Two units were scraped, one for spine cover damaged and one for material exposure. Complaint reported cannot be confirmed.